Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose was ¿high¿, mg/dl. Although specific value was not provided. Customer addressed bg level via correction injection via manual dose injection. Reportedly, the customer continued to use the pump for insulin therapy.